Event description:
It was reported that x-ray confirmed the right ventricular (rv) lead had become dislodged and was in the right atrium. The lead was found to have no capture in the ventricle. The lead was removed and a new lead was implanted. It was further reported that x-ray shows the right atrial (ra) lead with no slack and dislodgement. The lead was attempted to be repositioned but the sensing was unstable and there were high thresholds on the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Visual summary analysis of the lead revealed that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).